Manufacturer narrative:
Multiple attempts were made to secure the return of the product but product was not returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. With the provided lot number, the device history record review was completed and the product passed without nonconformances. If the device is returned, a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, while trying to float a swan ganz catheter, the balloon was not symmetrical and had inaccurate pulmonary artery readings. No allegations of patient injuries.

Manufacturer narrative:
Additional product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.